Manufacturer narrative:
Void - this is a zimmer product reported under biomer MFR. Event will be reported under zimmer MFR 0001822565-2019-01848.

Event description:
Void - event will be reported under zimmer MFR 0001822565-2019-01848.

Manufacturer narrative:
(B)(4). Concomitant medical products: unk cup, unk liner, unk stem. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2018-10957 and 0001825034-2018-10958. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trend.

Event description:
It was reported that the patient was revised due to instability due to wear. Cup, liner and head were revised. Attempts have been made and additional information on the reported event is unavailable.